Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call while the insulin pump alarmed lost sensor and states that the insulin pump is not communicating with the transmitter. The customer's blood glucose was 419 mg/dl. The customer states the sensor is not bent. The customer will receive a replacement sensor. The device will not be returned.